Manufacturer narrative:
(B) (4)

Event description:
Procedure type: oophorocystectomy. According to the reporter: during the procedure, the seal part disengaged into the cavity. After removing the port, confirmed the broken piece attached to the port. So, nothing was left in the patient cavity. No patient injury was reported. The procedure was competed with another.